Manufacturer narrative:
The impella cp device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female was implanted with an impella cp device for mechanical circulatory support. During support the patient developed a large hematoma, about the size of cantaloupe at the impella access site. The patient was given 4 units of blood. The patient¿s hemoglobin dropped from a baseline 12.1 to 6.6. Hemostasis was obtained using manual pressure and femstop.